Manufacturer narrative:
Pump received with end cap broken off noted. Unable to perform displacement test due to end cap broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump was cracked. The blood glucose at the time of the event was unknown. Troubleshooting was not performed, the device was returned for analysis.